Manufacturer narrative:
Evaluation of the log files show that the failure was due to interruption in oxygen supply. Verification checks requested went well. The root cause is attributed to user fault.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Review of the log files after calibration shows that tf 316 - blower failure and 401 - inspiration valve or device leaky are visible in the logs. Further review of the log files show that the set o2 and the fio2 raw and the fio2 cal differs a lot. This is because the supplied pressure drop down to almost 0. Alarm 151 - o2 concentration low, alarm 271 - o2 supply failed - no 02 dosing possible and alarm 272 - 02 supply insufficient is visible on the logs. No inspiration valve failure messages are active on the logs. The supplied pressure was insufficient for providing the determined set o2 percentage. Further requested about the test results of the base unit test and the "o2 flow verification" on the chapter 9 of the service manual. Customer mentioned that they followed the older version manual and haven't set the o2 flow as recommended. The customer was requested to perform the o2 flow verification and update us with the results.

Event description:
The customer reported that while using bellavista 1000, the result of co2 retention is very high, which may indicate issue with exhalation. There was no patient harm associated with this event, as they able to remove the ventilator from the patient and placed on another device with the same settings , and no co2 retention was seen.